Event description:
Customer reported a split septum port unscrewed and leaked while on a patient. Customer feels this was a user error, due to not tightening the port completely. This occurred in the c and w infusion unit. There was no patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The customer stated the set was discarded and is not available for failure investigation.